Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected and tested for leaks. Microscopic evaluation identified that both, kink resistant tubing (krt) and pump tubing, were worn to the filament. In addition, bodily fluid contamination within the component was noted; therefore, it could not be functionally tested. No leaks were identified. Based on the information available and analysis results, the reported clinical observation of pump not working properly could not be confirmed.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly; therefore, it was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly; therefore, it was removed and replaced. There were no patient complications reported.